Manufacturer narrative:
Product complaint (B)(4). Investigation summary: it was reported that on an unknown date, the primary surgery was performed via tha at another hospital with unknown implants. On nov 1, 2023, the patient was raced to this hospital due to a dislocation. The surgeon was considering only manual reduction but noted that if the implant becomes loose after reduction, he plans to replace the implant. No further information is available. The product was not returned to depuy synthes, however photos were provided for review. See attachment [(B)(4)]. The x-ray investigation was able to identify the reported dislocation event. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed. As the observed condition of the [unk hip femoral head] would contribute to the complained device issue.  Based on the investigation findings, a potential cause cannot be established with he information provided and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed

Event description:
Additional information was received and stated : a. Please confirm if the joint was loose or if a specific implant was loose. If so - what implant was loose. :because the dislocation could be reduced manually, no revision surgery was performed.

Manufacturer narrative:
Product complaint # (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on an unknown date, the primary surgery was performed via tha at another hospital with unknown implants. On (B)(6) 2023, the patient was raced to this hospital due to a dislocation. The surgeon was considering only manual reduction but noted that if the implant becomes loose after reduction, he plans to replace the implant. No further information is available.